Event description:
It was reported that at the four-week post operation office visit, there was no left ventricular (lv) capture. The clinician was not aware of the lv vector guide or other vector options and no further testing was performed. Further investigation revealed that there was loss of capture at the immediate post-op and it was decided to program the device to right ventricular (rv) pacing only. It was difficult to obtain an optimal position during implant as there was significant scarring within the patient anatomy per implanting physician. It was suspected that the lead might had micro-dislodged post implant. A threshold of 5v was accepted at the time of implant with inconsistent capture. The patient was to return to the clinic for follow up in november at which time the lv vector guide will be used. If no capture is still observed it will be decided at this time whether an lv lead revision will take place. Additionally, the patient was seen in clinic and the lv vector guide was performed. An optimal pacing threshold and impedance was found at that time and programmed as per the physician discretion. No adverse patient effects were reported. This lv lead remains implanted.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.